Event description:
It was reported that the device displayed a paddles leads off message while connected to a patient. A different device was then used to take over patient care. There were no reports of adverse effects as a result of the device use.

Manufacturer narrative:
The customer confirmed that the original paddles were not plugged in properly and were damaged in the process. The paddles have been replaced. The removed paddles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be confirmed.